Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 61579, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the doctor was stating that the system was inaccurate. It was noted that the doctor was navigating a third party tap with medtronic surtrack instruments. The representative was able to measure the inaccuracy and it was noticed to be only at 1.3 mm well under our 2 mm range. The screw placement was fine, but it looked like the third-party instrument was maybe damaged. All medtronic instruments were tested and performed as intended. There was no delay to the procedure. There was no reported impact on patient outcome.